Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the cannula of a cleo® 90 infusion set was bent. The patient's blood glucose levels were 300-350mg/dl at the time of the event, and the patient had trace levels of ketones. The ketone level was not determined to be dangerous or life threatening by the patient's health care provider. The patient was able to get their blood glucose levels in target range by changing their site and administering a bolus. No permanent injury was reported. See MFR: 3012307300-2017-01090, 3012307300-2017-01091, 3012307300-2017-01092, 3012307300-2017-01093, 3012307300-2017-01094, 3012307300-2017-01095, 3012307300-2017-01096, 3012307300-2017-01097, 3012307300-2017-01098, 3012307300-2017-01099, 3012307300-2017-01100, 3012307300-2017-01102, 3012307300-2017-01103, and 3012307300-2017-01104.